Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file analysis showed low flow alarms. On (B)(6) 2020 the patient had a venous thromboembolism. They experienced a pulmonary embolism. The patient was on warfarin, dalteparin, and aspirin at the time of the event. The venous thromboembolism was probably related to the device. There was a possibility of right ventricular assist device (rvad) thrombus.

Manufacturer narrative:
Section d4: model and catalog numbers corrected. Section e1: (B)(6). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of venous thromboembolism could not be conclusively established through this evaluation. Review of the submitted log files confirmed multiple low flow alarms which the account attributed to difficulty managing the volume of the patient. The submitted system controller event log files contained events from (B)(6) 2020 through (B)(6) 2020. Multiple, transient low flow hazard alarms were observed throughout the files. No other notable pump events or alarms were captured. The pump appeared to be functioning as intended at the set speed for the duration of the files. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until undergoing a heart transplant on (B)(6) 2024. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (japan) lists venous thromboembolism as an adverse event that may be associated with the use of heartmate 3 lvas. Additionally, the IFU provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. The IFU also discusses pump speed, power, flow, and pi in the introduction section. The system monitor explains that the low flow hazard alarm is triggered when flow is less than 2.5 lpm and explains that changes in patient condition can result in low flow. This section also provides information for setting the optimal fixed speed and low speed limit for the patient. The hm3 lvas patient handbook (japan) contains information on alarms and troubleshooting. This section states that to resolve a low flow alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.